Event description:
It was reported that the patient experienced phlebitis in right upper limb, erythema and fever. The type of procedure was a treatment at inpatient care. There was patient involvement and no harm was reported. T

Manufacturer narrative:
H3: neither sample nor pictures were received for the analysis of this complaint. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.